Event description:
Caller alleged discrepant results with the inratio meter compared to the coaguchek meter. Results as follows: date (B)(6) 2012, inratio inr: 1.6 and 1.3, coaguchek inr: 2.5. The time between testing was 30 minutes and on different fingers. It was reported tha the meter was not in the correct mode when finger stick was performed and multiple drops of blood was used. The pt¿s therapeutic range was not provided. There was no reported adverse pt sequela. There was no add¿l info provided.

Manufacturer narrative:
Investigation pending.